Manufacturer narrative:
Verified the customer complaint that the unit display was missing segments. The root cause was determined to be the zif connector for the display flex cable was not fully seated. Zif connecter was seated and the display showed all segments. (B)(4).

Event description:
The customer reported that the n65 monitor was missing segments. The pt was not harmed or injured as a result of the event.